Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Reportedly, on (B)(6) 2023 the customer was admitted into the emergency room and subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 680 mg/dl, with high ketones. Ketone levels considered life threatening by her health care provider. Customer was treated with intravenous fluids of saline, glucose, d50, and insulin, which resolved the issue and customer was released (B)(6) 2023 with no permanent damage.